Event description:
"Cut" spontaneously came on with the pencil laying on the pt table. The pencil had been reprocessed. There were three events with the same physician. This is event number 3. These events were on the same day with different pencils of the same type.